Event description:
The iab was inserted into the pt on 5/15/98. On 5/16/98 after iabp for 24 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 6/25/98 the following was reported to datascope: the nurse entered the pt's room and the iabp was alarming "gas leak". The pump was shut off after blood was seen in the tubing. The dr was called in and the iab was removed. Another iab was inserted into the pt. There was no pt injury or complication as a result of the event. The pt remained stable. (On 6/25/98, datascope rec'd the medwatch form from the user facility; uf/dist report number: 14-0-025819980138). [Event complications]: none from the event-reported 5/27/98 and 6/25/98. [Pt's current status]: stable-rpt'd 6/25/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/17/98).